Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system cannot be started up. Review of the logfiles identified the flexvision pc malfunction. Upon further inspection, the fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The flexvision pc was returned for further analysis. Functional testing was performed, and no failure was observed the codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. Review of the logfiles identified a flexvision pc malfunction. The philips field service engineer (fse) visited onsite and replaced the flexvision pc to resolve the issue. After the replacement, the system was returned in good working condition and was ready for clinical use. The flexvision pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.